Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g01003 d8 was this device serviced by a third party? No a review of tickets was performed for reagent lot number 57911uq08. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity c total bilirubin reagent, lot number 57911uq08 was identified.

Manufacturer narrative:
The patient is a premature neonate, exact age in days/months/years is unknown. No other patient information is available. Reporter information: customer phone number is (B)(6). (B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated alinity c total bilirubin results for one patient. The customer typically performs a blood transfusion when a patient have values > 20mg/dl. The following information was provided: sid (B)(6): bilirubin total initial result 21 mg/dl, 1:10 dilution 22 mg/dl, 1:5 dilution 19.1mg/dl repeated on architect 19.34 mg/dl. Bilirubin direct initial result 0.4mg/dl repeated 0.5mg / dl. On (B)(6) 2021, the ticket was updated with the following additional test results: bilirubin total manually diluted 1:2 result 18.8 mg/dl. Bilirubin total manually diluted 1:5 result 13.8 mg/dl. The patient is a premature neonate. The patient has not received any unnecessary treatment including transfusion. The customer believes the correct bilirubin total result should be approximately 18 mg/dl. No impact to patient management was reported.